Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the wrong test was done. It was not applicable to this type of imaging system. The system is operating within normal operating range and does not require immediate attention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding an imaging system outside of a procedure. The caller indicated that the "ctdi for the standard small head exam was higher than reported by the system." There was no patient involved with this issue.